Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pediatric pt is a subject in a clinical trial sponsored by a (B)(4). On (B)(6)2011, study investigator informed dexcom that pt experienced a broken sensor wire. Pt's parents removed the sensor wire tweezers. No medical intervention was required, and pt experienced no adverse event and no local reaction.